Event description:
It was reported that during a laparoscopic cholecystectomy, there were malformed clips which fell off the cystic duct. The case was completed with the same device. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).